Event description:
It was reported that the patient with this right ventricular (rv) lead experienced staphylococcus aureus pocket infection. Reportedly, patient pocket was noticeably soft and bulging. A revision was performed and the crt-d along with the right ventricular (rv) lead, right atrial (ra) lead, left ventricular (lv) lead and this rv lead were explanted. Moreover, patient was on temporary balloon pacing catheter placed for pacing and therapy bridge. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).